Manufacturer narrative:
Additional information: the returned torque handle was evaluated. The retaining pin was damaged, which allowed the device to disassemble. The pin damage looked to have been by impaction on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a ratcheting handle was found in two pieces after it came out of sterile processing. There were no surgical impacts associated with this event.